Event description:
The customer reported that in 2007, several patient samples tested positive for troponin on the advia centaur tni-ultra assay. The samples were rerun on another advia centaur unit, at the request of a doctor, and the results reported as negative for 11 samples. No patient intervention occurred due to the discrepant results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the site on 8/1/2007 and determined that the aspiration tube between the wash 1 bottle and the wash 1 reservoir was broken which caused the wash 1 reservoir to run dry. As a result the sample cuvettes were not adequately washed which caused the discrepant sample results. The fse replaced wash 1 fluid lid and the wash 1 tubing leading from wash 1 bottle to the reservoir, and exchanged vent tubing. The fse verified performance of the wash 1 lid and capacitance sensor was okay. For MDR reporting purposes this event is considered closed.